Manufacturer narrative:
On 08/10/2019, a bellafill injector reported that a patient had anaphylaxis after their bellafill injections on (B)(6) 2018. The patient was seen in the ER on the same day and was admitted overnight. The exact symptoms and treatment provided in the hospital is unknown. The date of resolution is unknown; however the patient had resolved prior to being seen by the injector for a follow up appointment on (B)(6) 2018. The bellafill lot used in the procedure was reviewed and no issues were noted. The lot was manufactured according to approved instructions and met all acceptance criteria upon release. The lot has since expired; therefore, retained lot samples are unavailable for review. Per the IFU, the 4-week (28 day) skin test is required prior to bellafill injection. The patient was skin tested on (B)(6) 2018, ~15 days prior to the bellafill injections. A small bump was noted at the injection site but was determined by the injector not to be a reaction to the skin test. The bellafill skin test is a 4 week (28 day) skin test. A positive response consists of erythema of any degree, induration, tenderness, and swelling, with or without pruritus. The patient was injected on-label in the nasolabial folds, as well as off-label in the cheeks. Bellafill dermal filler is intended for the correction of nasolabial folds and moderate to severe, atropic, distensible facial acne scars on the cheek in patients over the age of 21 years. Bellafill is a single use device. Treatment syringes are intended to be discarded at the time of injection, per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." The potential for hypersensivity reaction, allergy, and/or ananaphylactic response are documented in the bellafill and bellafill skin test ifus.

Event description:
On 08/10/2019, a bellafill injector reported that a patient had anaphylaxis after their bellafill injections on (B)(6) 2018. The patient was seen in the ER on the same day and was admitted overnight. The exact symptoms and treatment provided in the hospital is unknown. The date of resolution is unknown; however the patient had resolved prior to being seen by the injector for a follow up appointment on (B)(6) 2018.